Manufacturer narrative:
This report is for an unk - schanz screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a limb lengthening for the limb lengthening in epiphyseal or metaphyseal distraction in tibia/fibula area. There was a union of fracture in about 13 weeks duration. Postoperatively, patient experienced pin-tract infection and loss of fixation. Patient was re-operated due to loss of position and change wires to pins. No difficulties and patient harm reported using 3d maxframe software . Patient outcome is that the pin sites was healed and no ongoing infection. This report is for one (1) unk - schanz screws. This is report 3 of 3 for complaint (B)(4).